Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a whipple procedure, a pcee60a was loaded with a gst60d to transects the distal stomach. After the first firing the surgeon noticed that a couple staples closest to the cut line were unformed and sticking out of the tissue approximately at the midpoint. One staple was plucked from the tissue without any effort because it was completely straight. Two others seemed to be partially formed and partially capturing tissue while the other end of each was sticking straight out of the tissue.